Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user's son, there has been inflammation with open weeping skin under the tape border of the pouch. This area has laos been itchy and has been there for 3 months. User has been using vinegar soaks and ostomy powder. No further information is available.